Event description:
Pca pump initiated with loading dose of demerol 20mg/2cc. Approximately 10cc solution infused. Pump d/c'd. Narcan immediately administered.pca settings checked. No memory available. Pump taken out of service. 3/8/94 - pump checked by manufacturer. Service report filed.